Event description:
On (B)(6) 2010, the patient reported experiencing air bubbles in the insulin cartridge for "quite a while." He stated the air bubbles appear after the insulin cartridge has been in use for one day. He stated he allows insulin to warm room temperature prior to use. At the time of the report, there was a large air bubble in the insulin cartridge. He stated the adapter has never been changed and he was advised to change it with every 10th insulin cartridge change. He was assisted in priming the air from the system. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.